Event description:
This is the first two reports (same patient, same incident, different product ids). This report is in regards to the duraseal exact spine sealant system 5ml (product ID: 206520). The product never achieved its objective; it maintained in a liquid state, even after 30 minutes of waiting during a fistula closing procedure on the lumbar region. The patient was reported as being stable. Additional information was requested and on 25 september 2014 the following was provided. The patient was a (B)(6) year old female. The reason for waiting 30 minutes was to expect that the product would dry but never dried. The surgical team was only waiting for the product to gel. There was no patient harm or injury and no patient adverse consequence as a result of the waiting for the product to get for 30 minutes. Due to the product problem, the product was aspirated and removed from the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.